Event description:
An acutrak plus screw was implanted in the patient's ankle. At seven days post op, the patient was diagnosed with "superifial" infection of the wound. The patient was treated with antibioitcs and the wound healed. From article: "lateral fixation of ao type-b2 ankle fractures: the acutrak plus compression screw technique." Lee, yih-shiunn; hsu, tzu-liang; huang, chien-rae; chen, shih-hao. International orthopaedics (sicot) (2010) 34: 903-907.